Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). It was further reported that the implantable pulse generator (ipg) was not working correctly. The ipg remains in use. No further patient complications have been reported as a result of this event.